Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete.

Event description:
It was reported not cutting properly.

Manufacturer narrative:
Following sections were updated or corrected : b4, b5, d4, d9, g6, g3, h1, h2, h3, h4, h6, h10. Review of the most recent repair record determined the device passed the test mesh during device evaluation. Evaluation found the cutter was damaged; however, the repair was not completed because the customer didn't respond to the repair quote. The device was returned unrepaired to the customer. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional event information available.